Event description:
During a follow-up in-clinic, episodes of post paced t-wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was stable.